Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she woke up in pain. She started to reset the device but it did not. It was noted that the battery must be dead. The patient had so many bladder infections in her life but had three since (B)(6) 2015. She wanted the device taken out and then on (B)(6) 2016, the doctor said they would. The patient was in pain day and night and it hurt to sit or lay. The patient took pills for the bladder infection. She felt the device had not helped much. She leaked so badly, she used 12 depends a day and 4-6 at night. Additional information from the manufacturers' representative reported that the system was removed on (B)(6) 2016 as the patient did not want it anymore. The patient did not provide a solid time frame for when the issue with the system began. She did not have a chance to work with the patient prior to removal to see if therapy could be adjusted.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported having pain since (B)(6) 2015. She would go to bed and would hurt so bad. She could hardly sit in a chair or drive. When sleeping, she was numb in the left buttox. This would happen whether therapy was on or off. It was also reported that she would go through 6-10 pads a day; it was not helping since implant. The patient also had a bladder infection 3 months ago; "had all life but one in (B)(6)." Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause was determined, and if the issue was resolved.